Event description:
The end user reported after unloading the stretcher from the ambulance the legs lowered after the stretcher was released from the safety hook. There was no report of injury or adverse effect to the patient or crew as a result of the reported issue. The incident occurred in the ambulance bay at the hospital and the transport was able to be completed.